Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the item was not selectable. The technical support specialist logged in and selected the device in the list to resolve. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation es system the user was unable to pull medication. However, there were no adverse events or injuries reported based on this event.